Event description:
It was reported by a customer on (B)(6) 2011, the fiber cap detached while inside of the patient at 87,168 joules. Also, it was reported that all fiber pieces were retrieved no patient injury was reported.